Manufacturer narrative:
Concomitant medical products: dtmb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, a large number of non-sustained ventricular tachycardia (vt) episodes and high rate non-sustained episodes, and high sensing integrity counter (sic). A lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.